Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6)2014. .

Event description:
Related manufacturer reference number: 2017865-2022-44620. It was reported that the patient presented for a generator change procedure due to elective replacement indicator. During the procedure, it was noted that the right atrial (ra) lead was failing to remove from the pacemaker header. The pacemaker was explanted and replaced. The ra lead was capped on (B)(6)2022. The patient was in stable condition.